Event description:
It was reported that upon the liner did not fit well into the cup. The surgeon repeatedly tapped the cup, which loosened and caused a fracture of the acetabulum. There was an approximate 15-minute delay due to difficulty with the procedure and product replacement. It was reported that surgical technique was utilized. This product was not used. After surgery, this liner was placed in the cup for confirmation and could be inserted. There was no reported serious injury. No additional information available.

Manufacturer narrative:
(B)(4). D10: cat# 110010242 lot# 65901403 g7 osseoti 3 hole shell 48mm. G2: foreign: country: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was returned and evaluated. Visual examination of the returned product identified that the liner was returned fully flush seated in the g7 shell. Gouges and indentations were noted to the liner rim and face. Indentation damage was also noted on the shell outer spherical surface through the shell threaded hole. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. The devices were returned assembled. A definitive root cause cannot be determined. It is unknown why the devices weren't assembling during surgery, even though it was reported that the devices were able to be assembled post operatively. This reported issue cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.